Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that patient alleged visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient alleged visualization of particles. The device was returned and manufacturer could not confirm particles in air path during device evaluation. There was no report of patient harm or injury. The manufacturer received new and relevant information on 02/06/2023 patient alleged cough, sore throat, heaviness in chest, dizziness, nosebleed related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. In addition, appropriate code has been added on h6 section. Section b1, d9, g3, h1, h2, h3 and h6 has been updated/corrected.